Manufacturer narrative:
D4. Medical device lot#: unknown. D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿, high calcium results of non-patient samples were seen in an unspecified number of tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary - bd had not received any samples for investigation. Bd was unable to duplicate or confirm the customer¿s indicated failure mode (erroneous results - calcium) because the lot number is unknown. The affected lot(s) must be specified in order to perform clinical testing. The device history records could not be reviewed as the lot number is unknown. This complaint has not been confirmed for the indicated failure mode: erroneous results - calcium. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® sst¿, high calcium results of non-patient samples were seen in an unspecified number of tubes. No adverse impact was reported regarding the patient or user.